Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
During atrial fibrillation and atrial flutter ablation procedure, while mapping with an octaray mapping catheter, the physician caused mechanical trauma to the av node and conduction of the av note from the atria to the ventricle had not returned treated with semipermanent pacemaker. The ablation procedure was completed. It was reported that while mapping with the octaray mapping catheter, the physician caused mechanical trauma to the atrioventricular (av) node. The conduction of the av node from the atria to the ventricle had not come back since the beginning of the case. The loss of conduction was noticed and confirmed on the intracardiac signals displayed on the carto 3 system and the recording system. The catheter was placed in the heart for pacing/conduction of the ventricle. The procedure was continued and completed. A semi-permanent pacemaker was placed in the patient. The last known patient status at the time of the call was unknown. An thermocool smarttouch sf (stsf) catheter was used for the ablation, but it was not inside of the body when the injury occurred.

Manufacturer narrative:
During atrial fibrillation and atrial flutter ablation procedure, while mapping with an octaray mapping catheter, the physician caused mechanical trauma to the av node and conduction of the av note from the atria to the ventricle had not returned treated with semipermanent pacemaker. The ablation procedure was completed. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31671232l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).